Event description:
Customer reported that the unit has a 12 inch slit on the left side panel and also the zipper teeth are not aligning. No patient incident or injury was reported. The customer did not provide a date when this was discovered.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: instructions for use state: never leave a patient alone if the zippers do not close completely, there are holes in the canopy or netting, the foam padding covering the metal frame is damaged or missing, or the frame is damaged. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Test that all zippers open easily and close securely along the entire length of the zipper. Inspect zipper coils for any kinks or misalignment. If any are identified, zip and unzip the zipper. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. (B)(4).